Event description:
Who gave you info? Pt. What is the complaint about the product? The button on the whisperject is stuck and pt can not administer medication - unk if pt experience any side effects. Was the product taken or administered? No. What is the lot number? Na. Can the MFR call the pt for f/u if necessary? Yes. Can the MFR arrange for product pick up? Yes. Md aware and drug therapy continues unchanged. Reported to (B)(6) by pt/caregiver.